Event description:
A user facility reported the airway tube on this mask broke while it was being used in a pt. The mask was removed and the pt was intubated. There was no pt injury or problems. The user facility has been requested to return the device for evaluation.